Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025909 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1025909, test base part number 190-430/ lot: 1025909. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025909 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested unspecified sample. Repeat testing x2 (1x same sample, 1x in viral transport medium) was performed and generated negative results . Pcr confirmation testing was performed on (B)(6) 2021 and generated a negative result. The customer stated the patient was not symptomatic ; the test was performed for traveling reasons. The patient did not receive any treatment based on the false result.